Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging multiple inaccurate high comparisons on the subject meter compared to a laboratory device and to another, pcx meter. The result on the subject meter was "69 mg/dl" and the result on the laboratory device was "36 mg/dl", performed within 10 minutes of each other. The result on the subject meter was "69 mg/dl" compared to "38 mg/dl" on the pcx meter, performed within 30 minutes of each other this complaint is being reported because the reported results did not meet lifescan's accuracy and precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.